Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported that the insulin pump had a crack in the reservoir compartment. Customer's blood glucose was 92 mg/dl and current blood glucose was 121 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.